Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization from an insulin pump previously used. Customer states no recollection of events leading to hospitalization. Customer states hospitalization took place about twenty years ago and then again three to four years ago. Customer's blood glucose level at the time of incident was 10mg/dl.